Event description:
Rep reported device at premature eri and patient having vf episodes. Device remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2023 patient expired monday evening, (B)(6) 2023, after vf episodes. ICD detected and delivered therapy appropriately but it was not enough. Patient had many other health issues (pneumonia, low white blood cell count, etc) and doctors have no complaint on how device functioned in this situation.

Manufacturer narrative:
On (B)(6) 2023 patient expired monday evening, (B)(6) 2023, after vf episodes. ICD detected and delivered therapy appropriately but it was not enough. Patient had many other health issues (pneumonia, low white blood cell count, etc) and doctors have no complaint on how device functioned in this situation. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis showed that a temporarily elevated current consumption contributed to the activation of the eri battery status. The root cause was not determinable and could only be clarified by an analysis of the ICD. However, it was reported that the patient expired due to unrelated causes and that the device will not become available for analysis. Should further relevant information or the device itself become available, this report will be updated.